Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
Nurse reported to medical services that the patients aspira pleural will not drain fluid using the drainage bags. Patient returned to the facility and received tpa, was connected to the "braun vacutainer" which allowed an abundant amount of "thicker fluid" to be drained. The healthcare processional (hcp) is using the universal adapter and have already replaced the valve. The valve is in perfect condition, but still cannot drain using the bags. Hcp feels it might not be enough suction for the thicker fluid his body produces. Advised the nurse to use the universal adapter combined with a portable suction device. No patient injury was reported.